Manufacturer narrative:
Device repairs for implementation of (B)(4).

Event description:
The customer reported that when admitting/discharging patients, the surveillance would bluescreen and reboot. There was no patient incident.